Manufacturer narrative:
One fast-cath introducer sheath was received for evaluation. The reported event of sideport tubing detachment was confirmed. The extension tubing had detached from the sideport of the hemostasis body due the stopcock tubing not being fully inserted the sideport.

Event description:
During a pulmonary vein isolation procedure a sideport detachment occurred. The sheath was in the left side of the heart when the detachment was noted. The sheath set was exchanged to continue the procedure. There were no adverse patient consequences.